Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station application was not launched automatically due to corruption in windows caused by the recent upgrade. A technical support specialist was able to initiate the application through command and located knowledge article 000011541. Although attempts to remediate the issue were made, they were ultimately unsuccessful, leading to an escalation to the lead for further assistance. Collaboration with a subject-matter expert revealed that the station experienced a failure during the first boot on january 10 due to ossettingstransfer migration. A field service engineer successfully re-imaged the device, which resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis anesthesia es system, the med application was not launched automatically, after the upgrade did over the weekend. There were no adverse events or injuries reported based on this event.